Event description:
A customer contacted baxter's technical service center regarding a low drain volume alarm that appeared on the display of the home patient's homechoice machine during initial drain. Customer reported cloudy effluent and missing previous night's therapy. No patient injury or medical intervention was indicated at the time of the initial report. Hps nurse, stated that the hp was diagnosed with peritonitis in 2006 and hospitalized for three days. The hps symptoms were cloudy effluent, abdominal pain, fever and vomiting. Hp's test and relevant laboratory data are unknown due to hospitalization. Hp was treated with vancomycin and gentamycin, dosage and date range unknown due to hospitalization. The hp recovered from the peritonitis based on lack of symptoms. The hp's nurse suspected root cause of the peritonitis is touch contamination.